Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned cut in two segments. External insulation abrasion was found at 11.8-12.2cm from the is-1 connector pin and 44.6-45.1cm from the electrode tip, consistent with lead friction to the ICD can. Internal insulation abrasion was found at 12.9-14.1cm from the electrode tip. The etfe coating was intact at all abrasion locations.

Event description:
This report is to advise of an event observed during analysis.